Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via phone call that the insulin pump alarmed a motor error alarm and a displayable history check failed on startup alarm during the delivery of bolus. Customer's blood glucose was unknown. During troubleshooting, found no delivery alarms but no motor error alarm. Customer mentioned she wasn't wearing the insulin pump for three weeks due to the alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.